Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump, and the customer successfully restarted their sensor session without encountering further errors.